Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that telemetry establishment with this device has been unsuccessful. To date, many different programmers have been attempted and the patient has been to different locations, so as to rule out environmental factors; however, no resolution has been obtained. The device has been scheduled for replacement. No resulting adverse patient effects have been communicate.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device could not be interrogated in the laboratory setting. The device case was removed to facilitate inspection of the internal components. Internal visual inspection noted the plasma fuse was activated (i.e., open) indicative of a shock having been delivered through a shorted defibrillation lead. The fuse in a defibrillator works similar to a fuse in consumer electronic devices; it is a safety switch that breaks (intentionally) if current becomes too strong. If something is not otherwise done to stop electricity from flowing, the high current caused by a lead short circuit will cause significant collateral damage. Based on the laboratory findings, if the chronic defibrillation lead that was previously connected to this explanted device remains in service, we would recommend a full energy shock be completed in order to confirm the integrity of that lead. However, if this lead has an intermittent issue, it could present itself during completion of the shock and result in damage to the currently implanted device. As such, we recommend considering replacement of the chronic defibrillation lead.

Event description:
Subsequently, the device was explanted and returned for analysis.